Event description:
It was reported by the customer that a pyxis medstation es system drawer closed but system not detected that drawer is closed. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer found that drawer shifted and not connected with the magnet so replaced insep. The system functioned as intended after the field service engineer troubleshooted the device.